Event description:
The rotator on the manifold came apart on injection during an angiographic procedure.

Manufacturer narrative:
Device evaluation: other. Device evaluation not completed. Conclusions - other. A follow-up report will be submitted when the device evaluation has been completed.